Event description:
It was reported that: "pilot balloon would not inflate and the cuff could not deflate when these et tubes were not used. The issue was identified prior to use".

Manufacturer narrative:
(B)(4). The reported issue of et tube not deflating could not be confirmed upon investigation of the returned samples. The customer returned two samples for evaluation. Visual inspection of the returned sample shows no abnormalities on both returned samples. Functional testing confirmed that both the cuff and pilot balloon inflated and deflated without difficulty. Dimensional assessment verified that the cuffs were symmetrical and met specification requirements. A device history record review could not be performed, as a lot number was not reported. Based on the investigation, the alleged defects of cuff not symmetrical, cuff not deflating, and pilot balloon not inflating could not be confirmed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "pilot balloon would not inflate and the cuff could not deflate when these et tubes were not used. The issue was identified prior to use".